Manufacturer narrative:
This report is submitted on november 1, 2022.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021, due to recurrent infection and granulations. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021. The implanted device remains. This report is submitted on january 16, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for the infection. This report is submitted on december 13, 2022.